Manufacturer narrative:
(B)(4). The pt advised the ecp that the pain worsened three days prior to the visit. The pt was diagnosed with corneal erosion os. ¿time elapsed since the onset of the staining. The erosion was small and located at the central cornea. The central cornea was clouded. The ecp thinks that the pt probably developed keratitis due to cl wear. At the time of the visit, the erosion was not stained and the ecp noted corneal stromal opacities. The ecp thinks that the erosion might have been worse when the pt developed pain. The ecp is not sure because the pt was seen at the clinic only once, but the ecp thinks that the pt might have had corneal ulcer when the pt developed pain. The ecp diagnosed corneal erosion at the time of the visit. The pt¿s va was affected. The pt was prescribed cravit 1.5% and hyaluronate na 0.3% eye drops. The pt was instructed to discontinue cl wear. The pt was instructed to see a local ecp for follow-up because the ecp heard that the pt would go to the us. The ecp thought that the erosion was non-infectious at the time of the visit, but if the pt had continued to wear cls, the pt might have had infection. The ecp determined that this event was not serious at the time of the visit. The ecp determined that it was unknown whether this event was cl-related because the pt did not present to the clinic soon after the symptom onset.¿ a lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional information received will be reported within 30 days of receipt. MDR reportable event trends are reviewed in franchise management review meetings.

Manufacturer narrative:
(B)(6). If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 04/01/15 our (B)(4) affiliate contacted the patient (pt.) And additional information was obtained: the pt advised that he/she did not return to the eye care professional for a follow-up visit. The pt advised that the ¿os is fine at the moment.¿ the pt has not returned to contact lens wear. Any additional information received will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Two open blisters and three sealed blisters were received for evaluation. The parameters of five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No visual attributes were observed. The solution was tested and was with in specification. There was not enough solution to measure conductivity. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Event description:
On (B)(6) 2015 our (B)(6) affiliate received a call from a patient (pt) who advised that he/she was wearing an acuvue oasys contact lens (cl) in the os and experienced pain. The pt advised that the pain continued even after the suspect contact lens was removed. The pt advised that he/she was thinking of seeking medical attention. The pt was not wearing a cl at the time of the call. The pt refused further contact at that time and advised that he/she would call to report additional information. On (B)(6) 2015 the pt called the (B)(6) affiliate to report the additional information: the pt advised that he/she was seen at an eye clinic and was diagnosed with corneal staining os. The pt was instructed to discontinue cl wear until he/she was fully recovered. The pt advised that he/she was prescribed cravit and hyaluronan eye drops. The pt also advised that he/she had a trip abroad and would return home in (B)(6) 2015. On (B)(6) 2015 the (B)(6) affiliate contacted the pt¿s treating eye care professional (ecp) and the additional information was obtained: on (B)(6) 2015 the pt was seen at the eye clinic. Per the ecp, the pt complained of os pain about a week prior to the ecp visit ((B)(6) 2014).